Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy procedure. It was reported the 511sd lost the gasket after several instruments were taken in and out of the trocar. The dr retrieved the gasket. There was no consequence to the pt.